Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The health professional reported via phone call in regards to history anomaly. The customer blood glucose level was unknown at the time of the incident. The health professional stated the when the customer inserts a new battery, date resets to (B)(6). The anomaly was confirmed in the history by the health professional. The customer was advised to monitor the pump and replace if needed.